Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances spikes on the right ventricular (rv) lead, measuring greater than 2500 ohms. The patient's rv lead was a non-boston scientific product. Boston scientific technical services (ts) discussed troubleshooting options. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. The ICD was explanted and replaced. No additional adverse patient effects were reported.